Event description:
During open repair of incarcerated hernia, the tx60b device stapler malfunctioned and did not approximate the incision line. A second device of same kind was opened, and it also did not work. The site was approximated with sutures instead.